Event description:
The customer reported that there was a 'stator not on' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply was evaluated and restored to the optimal operating voltage by reseating system boards, connectors and fuses. The system was tested and found to be working as intended and returned to service.